Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall was recorded in a session data report. The report indicated that (B)(6) 2013 the stall occurred at 13:30 and recovered 13:59. The pump was used to infuse baclofen at the time of the event. If additional information is received a follow up report will be sent.

Event description:
It was further reported that the pump had stalled during a magnetic resonance imaging (MRI) scan on (B)(6) 2013 to check the status of chiari one malformation. The MRI was performed without contrast noting ligamentum flavum redundancy at c3-c4 resulting in mild progression of spinal stenosi at this level. The outcome was reported as resolved without sequelae on (B)(6) 2013. The patient experienced no signs or symptoms. No actions or interventions occurred nor no diagnostic methods. The etiology was reported as related to the device or therapy and not to the implant procedure. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).